Event description:
It was rpeorted that during a ptca/stenting treatment procedure involving a 99% stenotic lesion in the middle portion of a minimally tortuous rca, the quantum maverick monorail balloon lost pressure at 14 atmospheres on the third inflation during post-dilatation of a nir 18/3.5 stent. (The initial inflation was to 10 atmospheres and the second inflation was to 12 atmospheres.) The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail 15/3.0mm catheter to successfully complete the procedure. The patient was asymptomatic during this event. A 0.014" choice pt guidewire and a zuma hs2 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.